Manufacturer narrative:
Updated fields - b4, b5, b6, b7, d10, g1, g3, g6, h2, h6 (health effect ¿ clinical code , type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11 a getinge field service engineer (fse) stated that after speaking with global tech support battery performance was causing the machine to have 3 monthly battery maintenance, battery required replacement. Upon finalizations of services ¿ fse did not going to site, sending batteries to the customer for replacement, these are user changed parts. Sending quote for supply only for replacement battery. The customer was replacing the batteries themselves as they are user replaceable parts. No other information available as of now. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) in bay 2 has a battery maintenance error. There was no patient involvement.

Manufacturer narrative:
Due to characterization limit e1: initial reporter mail ID: (B)(6). Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 initial reporter name and mail ID.

Manufacturer narrative:
Due to character limitations in e1 event site telephone -(B)(6).a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) in bay 2 has a battery maintenance error.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (health effect).

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (component code).

Event description:
N/a